Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil that was perforated through the uterus fundal') in a 41-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic tubal ligation and dry essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 , (b(6) 2011,(B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter was added, case became medically confirmed. Essure lot number was added, previously reported event- medical device removal was replaced with specific event uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.